Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a revision surgery at l5-s via transforaminal lumbar interbody fusion (tlif) due to adjacent disorder. The cage was inserted using an inserter. It was reported that the intra-op image showed that the cage¿s marker was inclined and that the cage was broken. The cage became stuck in the disc space. Post-op lateral images showed that the marker was inclined but the cage was placed proper position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.